Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, fold creases, broken shell, and around 0-25% of the shell is missing. A leak test was performed and found one opening and a broken shell. A microscopic analysis identified a linear smooth opening on radius side in the same location of crease assessed as fold flaw opening, broken shell with striated edge on radius side assessed as surgical damage and partial delamination of diapherm flange disk assessed as adhesive failure. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening, a broken shell with striated edge assessed as surgical damage, and a missing shell that is assessed as inconclusive. The reason for reoperation is deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side implant "burst". Device remains implanted.